Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection, the device partially fired, there was poor staple formation and incomplete staple line. Upon firing, the surgeon was not able to fully squeeze the stapler. After inspecting the staple line, the surgeon noticed that the staples were partially formed and the donuts was not complete. A surgical intervention was needed to prevent a permanent damage, the surgeon over sewed, resected and re-stapled in order to fix the staple line and complete the anastomosis. There was tissue damage. The surgical time was extended by more 30 minutes.